Event description:
It was reported that during an unknown procedure, before firing the instrument, during the manipulation for the placement of clips, the clips were dropped from it. Also the clips were not formed properly. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).